Manufacturer narrative:
Block d4, h4: the complainant reported that the lot number was either 32117130 or 32628944; however, it is unknown which one is correct. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed during a gastrojejunostomy procedure. Imdrf impact code f2301 captures the reportable event of forceps used to remove the partially deployed stent from the patient.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum for the treatment of gastric cancer during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent lock was unlocked, and the stent was attempted to be deployed by moving the stent deployment hub upwards until it reached the line marked number 2 on the handle; however, a lot of resistance was felt, and the first flange was unable to be deployed. The physician then continued to move the stent deployment hub upwards, past the line marked number 2 and was able to deploy the first flange. However, since the stent deployment hub reached its limit, the second flange was unable to be deployed. The partially deployed axios stent was removed from the patient using forceps. The procedure was completed with another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the duodenum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the duodenum.